Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line, post iabp placement for advice on how to zero the pump. He reported they were getting a message that said transducer not vented. At his request, the esp peronel walked brian through the process to zero the pump which was successful,however, he stated that the a-line waveform was slightly dampened. The physician attempted to aspirate but could not. Ithen esp personel explained that they would need to obtain an alternate ap source, preferably radial, unless the physician had another plan. User stated that they might just remove it as the patient only needed the pump for support during the procedure. The had removed the balloon. User was appreciative of the support. No harm or injury reported.